Event description:
Reportedly, a long charge time of 16.3 seconds was noted. All other routine checks and battery checks were fine. Bi-ventricular pacing spikes were appropriate. The patient has never required any atp or shock therapy.

Event description:
Reportedly, a long charge time of 16.3 seconds was noted. All other routine checks and battery checks were fine. Bi-ventricular pacing spikes were appropriate. The patient has never required any atp or shock therapy.

Manufacturer narrative:
Preliminary analysis showed that long charge times are observed from the implant of the device. So this is not a sudden degradation of the device. The recommendations would be to perform two consecutive charge time tests to check whether the second one is shorter.

Event description:
Reportedly, a long charge time of 16.3 seconds was noted. All other routine checks and battery checks were fine. Bi-ventricular pacing spikes were appropriate. The patient has never required any atp or shock therapy.